Event description:
Hawaii medical received notification of a product problem that occurred with our "shello" gel filled positioning aid. The seal at the 'neck' of the product began to leak non toxic gel while pillow was under pt.

Manufacturer narrative:
Hawaii medical contracts the filling of the shello gel pillow to nortech. Hawaii medical has examined the suspect product and found the product to be leaking from the 'neck'. It cannot be determined if the product was exposed to prolonged heat (i.e. Incubator) or what, if any, factor caused this adverse event. Hawaii medical has sent the suspect product to it's contracted supplier without any indication from them of the possible cause of the leak. Inspections of seams will continue throughout the mfg and shipping process of the shello gel pillow positioning aid. Nothing further at this time.